Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option for cemented use, cat#: 00576401452 lot#: 60690145, tibial component stemmed tibial component with articulating surfaces, cat#: 00598002702 lot#: 60699253, 32 patella, cat#: 00597606532 lot#: 60711833. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product retained by patient.

Event description:
It was reported that the patient was revised to address pain. Radiographs showed that the polyethylene bearing was popped out of the tibia tray. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: femoral component option for cemented use, cat#: 00576401452 lot#: 60690145. Tibial component stemmed tibial component with articulating surfaces, cat#: 00598002702 lot#: 60699253 32 patella, cat#: 00597206532 lot#: 60711833. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.